Manufacturer narrative:
(B)(4) d10: cat# 802202802 lot# 66948936 femoral head 12/14 taper 28 mm diameter +0 mm neck length cat# 30302845 lot# 66760635 ringloc bipolar vit e 28x45mm. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during hip surgery, the 45mm sized liner could not be inserted into the cup intraoperatively. The surgeon changed to a size 44mm liner but could not insert that liner either. Subsequently, the surgery was completed using a size 46mm liner. There was an approximately 10-minute surgical delay due to the difficulty of the procedure and the product exchange. There were no visible defects noted on the implants. There was no adverse patient impact. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h6;h10. Product returned and evaluated. Visual examination of the returned product identified ringloc bi-polars were returned with the heads, liners, shells, and lock rings assembled. Outer shells showed scratches. The liners with femoral heads were fully seated upon return with the lock rings in the liner's grooves. The femoral heads showed dark marks on the ceramic taper hole and scratches in the metal taper hole. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.